Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2022-04753, related manufacturing reference number: 2017865-2022-04757. It was reported that the patient presented for a follow up in clinic with infection and two sites of pocket erosion. The atrial and left ventricular leads were eroded and visible at the pocket. The device, atrial, and left ventricular leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Visual examination found no malfunctions. Analysis was normal. No anomalies were found.